Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the multiple infusion set cannulas became bent and multiple infusion sets were pulled out. Reportedly, the customer's blood glucose elevated to 560 mg/dl. Multiple attempts were made by tandem technical support to reach the customer and obtain additional information, but the customer did not respond. Brand of infusion set was not reported.